Event description:
The customer stated that the cell-dyn 3200 generated a hemoglobin (hgb) of 7.0 g/dl and a hematocrit (hct) of 21.0% which they reported. A second sample was received as they were preparing to transfuse the pt. The results from the second sample were: hgb=14 g/dl and hct=42%. The original sample was repeated. The hgb was 14 g/dl and the hct was 42%. No injury occurred as the blood transfusion was cancelled. The customer stated that they had not had any issues with any other samples. The customer also stated that tech error may have been involved but they did not think so.

Manufacturer narrative:
The field service engineer (fse) called the customer. The customer stated that her open mode controls were in range and her pt controls were in range in the closed mode. The customer cleaned the shear valve, performed routine maintenance, performed an autoclean, and replaced the diluent/sheath filter. The fse had the customer perform an open and closed mode precision and they were both within specifications. The customer proceeded to manually calibrate the open and closed mode. New calibration factors were entered and controls were run. The controls were all in range. The customer felt the issue was resolved and did not feel a site visit was necessary. The fse suspected the issue may have been due to the operator running the incorrect sample initially. In addition, the complaint analysis and trending system was reviewed and no adverse trends were noted. This is the final report.